Event description:
During routine testing to the device at the svc ctr, the svc tech reported that the chassis weldment and the ball plungers contained corrosion. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.